Event description:
A malfunction was reported by the customer, indicated by a malfunction code.there was no reported adverse impact to the customer. The customer planned to resolve the issue by using a charging pad at home, and no corrective actions were taken immediately as the customer was at work without the necessary equipment. Cts later assisted caller with pump reset and caller resumed insulin deliveries.